Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the event was related to the interaction between the patient's medication and anesthesia and the patient's preexisting patient condition. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2024. Following the implant procedure, the patient was admitted to the hospital due to hypotension. It was noted that the patient had taken their beta-blocker the morning of the implant, and it was unclear if the patient had been intended to do so. Temporary medication changes were performed, and the hypotension resolved on (B)(6) 2024. In the opinion of the physician, the issues were related to the interaction between the patient's medications and anesthesia. However, the patient then experienced declining pulmonary function, which prolonged the hospitalization. In the opinion of the physician, the pulmonary status was related to previously undiagnosed chronic obstructive pulmonary disorder (copd), and the patient was discharged on (B)(6) 2024 on oxygen and referred to a pulmonologist.